Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's oxygen connector was stiff and the device failed a test step during testing. The device's flow o2 connector and machine flow sensor were replaced to address the issues.